Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event involving ¿error code 100.6120¿ was confirmed through log review; however, it could not be replicated during laboratory testing. During the internal and external inspection of the suspect pcu, there were no findings observed that could be attributed to the reported complaint. The pcu s/n (B)(6) passed all the pm (preventive maintenance) tests in alaris system maintenance (asm) (v12.5). Functional testing was performed on the suspect pcu, and no problems or anomalies were found related to the reported event. The facility reported an error code 100.6120 on november 19, 2025; the time was not provided. It was observed in the error logs that the error code mentioned by the facility was recorded a total of three times on november 19, 2025, at 10:09 am. No infusion was recorded on the day of the reported event; however, the system error code was logged after a log download was performed. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported event involving 'error code 100.6120¿ could not be determined nor replicated through laboratory testing; however, the presence of the error code was observed during the review of the logs. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit had displayed error code 100.6120. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pc unit had displayed error code 100.6120. There was no patient involvement.